Event description:
Patient presented to physician on (B)(6) 2021 with signs of infection at the stimulation lead incision. Physician prescribed antibiotics (14 days of augmentin) to address the potential infection.